Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens technical application specialist (tas) and a siemens customer service engineer (cse) were dispatched to the customer's site and inspected the instruments. The cse observed an issue with sample tubing on the dimension exl 200 instrument with serial (B)(4), replaced the sample tubing, and performed a loci alignment. During this service visit, siemens also ran the affected sample for troubleshooting purposes and obtained tni results of 63977 ng/l and 57440 ng/l. Siemens also ran other tests with other samples on the other two dimension exl instruments and the results recovered acceptably. Siemens further investigated the instrument files of the dimension exl instrument with sn (B)(4) and determined that all dilutions of the affected patient sample were performed using the sample probe that was set in the primary tube mode; however, the dilutions were processed in small sample container (ssc) cups. Since the primary tube mode on the instrument uses a different sample probe alignment and level sense function than the ssc sample cup mode, when the sample was processed in ssc sample cup under the primary tube mode, the instrument potentially performed an incomplete aspiration of the diluted sample. The cause of the discordant, falsely low tni results on the dimension exl instrument with sn (B)(4) was due to a use error. The instruments are performing according to specifications. No further evaluation of these devices is required. MDR 2517506-2018-00466 was filed for discordant result obtained on (B)(6) 2018 on the alternate dimension exl instrument.

Event description:
A flagged cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl 200 instrument. The sample was diluted and repeated on the same instrument, resulting in discordant, falsely low tni results. The initial sample was diluted again and repeated on the same instrument, resulting lower. None of the discordant results were reported to the physician(s). On (B)(6) 2018, the initial sample was repeated on an alternate dimension exl instrument, resulting higher. The sample was diluted again and repeated on another dimension exl instrument, resulting higher. The diluted sample result, obtained on (B)(6) 2018, was considered to be the correct result and the result reported to the physician(s) for this patient sample is unknown. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin results.

Manufacturer narrative:
Siemens filed the initial MDR (B)(6) 2018, corrected information (12-sep-2018): the initial MDR indicated that the sample ID used to run the sample on (B)(6) 2018, was (B)(6) the correct sample ID used to run the patient sample on (B)(6) 2018, was (B)(6) upon further investigation, siemens determined that on (B)(6) 2018, the pure sample and the 1:5 diluted sample were run on two instruments (the dimension exl 200 instrument with serial number (sn) (B)(4) and the dimension exl 200 instrument with sn (B)(4). The results obtained on (B)(6) 2018, (90,842 ng/l and 116,020 ng/l) were potentially obtained on the instrument with sn (B)(4). The customer did not provide all the results obtained on sample(s) from the affected patient on (B)(6) 2018, sections b5 and b6 were updated to reflect the corrected information. During the service visit mentioned in the initial MDR, siemens customer service engineer (cse) also performed alignments on reagent 2 (r2) and the heterogeneous immunoassay (hm) module and ran quality controls (qcs) and calibration, resulting acceptably. Supplemental MDR 2517506-2018-00466_s1 was filed for the same issue.

Event description:
A flagged cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl 200 instrument. The sample was diluted and repeated on the same instrument, resulting in discordant, falsely low tni results. The initial sample was diluted again and repeated on the same instrument, resulting lower. None of the discordant results were reported to the physician(s). On (B)(6) 2018, a sample from the patient (sample ID (B)(6) was run on the same instrument and the dimension exl 200 instrument with serial number (sn) (B)(4). The sample was diluted and repeated on both instruments. The result obtained using the diluted sample on (B)(6) 2018, was considered to be the correct result. The customer did not provide all the results obtained on sample(s) from the affected patient on (B)(6) 2018, . The result reported to the physician(s) for this patient is unknown. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tni results.

Manufacturer narrative:
Siemens initial MDR on 20-aug-2018 and the first supplemental MDR on 08-oct-2018. Additional information (30-oct-2018): siemens further investigated the issue and determined that processing patient samples in small sample container (ssc) cups in primary tube mode can cause the sample probe to scrape or puncture the bottoms or sides of the cups. Siemens reviewed the clot check data and observed atypical patterns on the diluted samples, which were potentially caused by alignment issues. If the sample probe punctures the bottom of the cup, the sample underneath would be compromised by the diluted sample. Siemens determined that this contributed to the discordant results obtained on the diluted samples. The instruments are performing according to specifications. No further evaluation of these devices is required. MDR 2517506-2018-00466_s2 was filed for the same issue.